Manufacturer narrative:
(B)(4). Medical products - versa-dial/comp ti std taper, cat#: 118001 lot#: 520280; versa-dial 46x18x53 hum head, cat#: 113042 lot#: 456980; sm hybrid glenoid base 4mm, cat#: 113952 lot#: 239910; comp primary stem 10mm mini, cat#: 113630 lot#: 271140. Customer has indicated that the product will not be returned [as the hospital did not release] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated reports: 0001825034-2017-04870, 0001825034-2017-04871, 0001825034-2017-04872, 0001825034-2017-04873. Also, 0001825034-2017-00282 / 00283.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to a subscapularis rotator cuff tear approximately nine (9) months post-implantation. All components were explanted, except for the humeral stem, and replaced with reverse total shoulder components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and operative notes. X-ray review was provided and identified glenoid radiolucency in zones 1, 2, 5, and 8 as well as central peg radiolucency in zone 1. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2017-04871, 0001825034-2017-04872.